Event description:
It was reported that the trail lead displayed open circuit and contact 4 had invalid impedance value at the post-surgery device programming session. The device was programmed around that contact for effective pain coverage. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.